Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-14303. It was reported that noise and oversensing was noted on patient's right atrial(ra) and right ventricular(rv) leads causing pacing inhibition. Both leads were explanted along with generator due to upgrade from the right side. The upgraded device and new leads were implanted on left side. The patient was stable before, during and after the procedure.